Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a bha; when the surgeon combined the centrax and v40 head, the centrax did not slide smoothly. A spare centrax was used instead.

Manufacturer narrative:
An event regarding size/fit issue involving a centrax bipolar head was reported. The event was not confirmed. A visual inspection indicated the centrax head was received with the locking ring disassembled. A material analysis engineer noted, "scratches observed consistent with the implantation and/or explantation processes observed on device." Although there is some slight resistance when rotating the head within the centrax head, the head still moves freely within centrax. Head. A functional test was performed on the received device with a calibrated gage and metal head and was found to rotate freely. Clinician review: not performed as medical records were not received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The reported event was not confirmed nor can the root cause be determined. A functional inspection was performed by the operations engineer which confirmed the metal head moves freely within the centrax head. Additionally, the product has met stryker's internal requirements. No further investigation for this event is needed. If additional information is received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that during a bha; when the surgeon combined the centrax and v40 head, the centrax did not slide smoothly. A spare centrax was used instead.